Manufacturer narrative:
Evaluation summary: we received the complaint device and reviewed the event log. According to the event log, the infusion was started at 08:38 on (B)(6) just as the complainant stated. The pump infused at the basal rate of 0.42ml/hr. The infusion continued until 12:31 (~4 hours later) when the infusion was manually stopped by the user. The infusion is then initiated and stopped multiple times until the pump is finally shut off at 13:11. The device is never turned back on and the infusion is not resumed on (B)(6). We attempted to reproduce the patient's experience by restarting their infusion and monitoring the device for the duration of the ~24 hour infusion. We started the infusion at 11:21 on (B)(6), and the infusion successfully completed 23 hours and 33 minutes later at 10:54 on (B)(6) just as expected. The pump operated according to specification (1.1% over-infusion, within the specification of ±5%). The device correctly identified the syringe size and manufacturer and the volume infused was within pump specification (±5%). T34 syringe pump operator's manual, 100-090ss, was reviewed and found to be adequate. Root cause, "patient tampering," will be addressed with a letter to the customer. It is evident the patient tampered with the syringe pump, as recorded on the event log. The root cause of this complaint is patient tampering.

Event description:
Customer reported that the pump over-infused during patient therapy.